Event description:
Customer called lfs on 7/2002 alleging that the meter would not start a test. Customer reported feeling low blood glucose symptoms and was unable to obtain a blood glucose result. Spouse called 911 and customer was tested on an unknown emt device. Customer could not recall the result and was treated at home by the emt. Customer did not report any other blood glucose results taken by the emt. Ccr walked the customer through troubleshooting and the issue was not resolved. The meter would not start the test count down after blood was applied to the test area. Ccr replaced the meter. No further information was provided.